Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (110 service code, overvoltage set) has been confirmed. Upon investigation the monitor did not pass a pulse test. The cause for the failure was isolated to a shorted pld u1004/1005 components on the ca board causing damage to the u6 component. The root cause for the shorted pld u1004/1005 components could not be positively identified. There were no adverse events associated with the monitor malfunction.